Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, displacement and basic occlusion tests. Unable to prime during the prime test due to a slightly loose drive support disk. Unable to perform the occlusion or excessive no delivery alarm test due to the prime anomaly. No compromised force sensor system alarms were noted. The pump was received with a cracked case at the display window corners, a cracked display window, cracked reservoir tube window corners, a cracked reservoir tube window, cracked battery tube threads, minor scratches on the lcd window and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the drive support cap was damaged. The customer states they received compromised force sensor system alarm. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.